Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once (B)(4) evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that it had power. Therefore, the reported condition was not confirmed. An assignable root cause was not determined. However, during evaluation, it was observed that the electronic control unit was damaged, the coupling head was hot after running for a short time, the device would not fully engage the rpt-0000070 gauge, the seals were worn, the bearings were corroded, and there was water found inside the device. The assignable root cause was determined to be most likely due to wear on mechanical and electrical components from normal use over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a routine checkup, it was discovered that the small battery drive device had no power. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.